Event description:
Rptr complains of lump in skin, painful hip, shortness of breath, cold weather causes pain in hands, dry eyes and vagina, hair loss, cold sores, joint pain, numbness in feet, muscle weakness, easy bruising, blurred vision, balance problems, loss of sensation, eye inflammation, dark colored urine, and chronic fatigue.